Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were received. The reported event was not duplicated during testing for 2 devices; however, the devices were outside specifications. Two devices were found to be affected by damaged components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device overheated. One event had no patient involvement; no patient impact. One event had no known patient involvement; no known patient impact.